Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device displayed a white screen at power up. The cause was identified to be the liquid crystal display (lcd) flex which was not connected properly. The lcd flex requires proper reconnection to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a white screen. No additional information is available.